Manufacturer narrative:
The customer returned the suspected product. The returned contour next link meter was tested with the returned contour next test strips from lot # 8kpef02a, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next link meter was tested with the in-house contour next test strips from lot # 8kpef02a, which gave satisfactory performance.

Event description:
The customer's caregiver reported that the customer obtained a blood glucose reading of 272 mg/dl at 5:45 p.m. On a contour next link meter. Upon repeat testing at 6:00 p.m., a reading of 38 mg/dl was obtained. The customer was not coherent and sleepy. At 6:05 p.m., the caregiver called an ambulance and gave apple juice to the customer before the ambulance arrived. The paramedics tested the customer's blood glucose with their meter and obtained a reading of 21 mg/dl at 6:10 p.m. The paramedics gave an intravenous (IV) solution to the customer. The caregiver did not know the contents or the quantity of the IV solution. The customer felt better after drinking the apple juice and treatment with IV solution. The paramedics took the customer to the hospital. The customer is fine. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.